Manufacturer narrative:
Other, other text: b3: date of event, d4: expiration date and UDI, g5: 510k, no information has been provided to date. One device was received for investigation. As a result of observation, the product was missing from the original packaging. The reported problem is confirmed. It is possible that the operator overlooked a breathing circuit that did not have an elbow when manufacturing the kit. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that during the pre-use check, the customer noticed no elbow connector came with the product set. No adverse patient effects were reported by the customer.